Event description:
Additional information was received indicating that the egm was not stored due to normal device behavior. The atrial fibrillation episode was not stored in the egm due to the episode not being labeled as a priority episode.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
During remote follow-up, an alert episode for atrial fibrillation was received. The physician was unable to access the egm. No intervention has been performed at this time and the patient was stable and will continue to be monitored.